Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. The reported event is inferred to have occurred through the following mechanism. 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited the tissue pad had peeled off. The issue occurred during an unspecified therapeutic procedure. The intended procedure was complete with a competitor¿s device. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.